Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample was returned for evaluation and the complaint was confirmed. The device was disassembled and it was noted that one bumper was missing, no other defect noted on the complaint sample. A good bumper was placed on the needle and all parts were assembled back, the device was tested 20 times more and all times it worked properly. The reported failure mode was tested 20 times more and all times it worked properly. The reported failure mode was due to a missing bumper, manufacturing related.

Event description:
It was reported the gun fired without pressing the button. The physician reported that he was able to obtain one sample without difficulty. After cocking the device to perform a second pass, the gun fired spontaneously. The physician estimated that the gun had been cocked for about 10 seconds prior to the misfire. He re-cocked the device, at which time he noted that something felt "different", but was unable to further describe this. He was then able to successfully take the 2nd specimen. After retracting the cannula, while attempting to remove the tissue from the notch with a needle, the cannula fired spontaneously. There was no pt or user injury.